Event description:
It was reported that the implant was removed due to becoming fractured at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Additional 510(k) numbers are k011245 and k002188.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative. Additional information received confirmed the device was previously submitted under MFR-0002023141-2022-01449. As a result, no further medwatch reports will be submitted under this file.